Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of work station not booting. The fse determined the cause of the problem to be a faulty display adapter. The display adapter printed circuit board (pcb) is located in the workstation electronics box. It performs various image processing and display functions on digitized video received from the image processor pcb and outputs video to the workstation monitors and additional video connectors. A fault on this board can inhibit the boot process. The fse verified system functionality. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb and left monitor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.